Event description:
Complainant alleged that during a routine shift check by a clinician, the device toggled between internal handles and paddles mode and displayed a "poor pad contact" message intermittently. Complainant indicated that there was no patient involvement in the reported malfunction.